Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed the battery blade replaced. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event. It was further reported that the epg was returned.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg required a battery shorting bar. It was noted that the ventricular output connector was dented, keypad window was scratched, lower case boss was broken; both power wires pinched and back wire was exposed, black battery wire intermittently shorted to main printed circuit board (pcb), and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.